Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt does not have stimulation and cannot locate the ipg with the charging system. A replacement charging system was issued to the pt. The MFR has attempted to contact the pt to request info regarding resolution of this issue; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.